Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was scheduled for a procedure to correct the position and size of the pulse generator pocket. The night before the procedure was going to take place, the patient developed a fever. In the morning, the physician noticed swelling of the pocket. It was confirmed that the pocket was infected, so the crt-d system was explanted. The procedure went smoothly, and the leads were easily explanted by simply pulling them out. No additional adverse patient effects were reported.